Event description:
The customer received questionable urea/bun result on their integra 800 analyzer. The customer thinks the patient's initial bun result was 158 mg/dl accompanied by a data flag. The customer believes the analyzer repeated the test and the repeat result was 184 mg/dl accompanied by a data flag. Per the laboratory's procedures, the sample was repeated using a 1:10 dilution and the result was 1658 mg/dl accompanied by a data flag. The customer reported this result outside the laboratory as >1110mg/dl. The nurse from the ICU called the laboratory to question the elevated result. The customer repeated the sample a third time without a dilution and the result was 168 mg/dl accompanied by a data flag. This result was considered correct and issued as a corrected report. The customer stated the sample had a lot of fibrin in it. The customer cleaned and deproteinized the probe twice and ran quality control at least twice. All results were within range. The customer is confident the problem was limited to one sample, they have good performance now, and declined a service visit. No medications or treatments were administered based on the erroneous result. There were no adverse events. The bun reagent lot number was 64969601 and the expiration date was 05/31/2012.

Manufacturer narrative:
A specific root cause could not be identified. Based upon the information provided, it is likely the customer ordered the dilution incorrectly. It is unknown if the customer selected "manual" dilution in the software and entered a factor of 10 or if the customer selected an instrument dilution. Based on the discrepant result it is likely that the customer selected a "manual" dilution in the software and entered a factor of 10, but then put the sample on the instrument without having a manual dilution done prior to the run. The issue was limited to this sample. No adverse event was reported.

Manufacturer narrative:
(B)(4).